Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, in the patient's left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to the lens was implanted upside down. There was no patient injury. The lens was exchanged for another same model/length lens and the problem was resolved. Cause of the event was due to user error.